Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that while impacting the acetabular component during a thr, the bhr curved cup introducer broke and would no longer stay attached to the implant (inside the patient). A smith and nephew back up device was available. No injury to patient or delay reported.

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, a bhr curved cup introducer broke. A smith and nephew back up device was available; no patient injury or surgical delay was reported. A bhr curved cup introducer (part no. 90128257, batch no. 18.232924) was returned for investigation. A review of the historical complaints data for the curved cup introducer was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. The production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of escalation actions related to the product and similar complaint events was performed. Following the review, no prior escalated actions related to this part number and failure mode were identified. No further escalation actions required. Small scratches and minor dents are present across the whole device, consistent with years of surgical use. The wire grip assembly has broken, the weld between the wire grip and threaded rod has fractured. Based on the product evaluation of the returned instrument, we can confirm this complaint, yet a definitive root cause could not be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive use or force, making the instrument susceptible to breakage. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. The device cannot be repaired and will be retained. Adidtional information: d4, h4 b5.

Event description:
It was reported that while impacting the acetabular component during a thr, the bhr curved cup introducer broke and would no longer stay attached to the implant (inside the patient). A smith and nephew back up device was available. No pieces fell into patient, no injury or delay reported.